Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and remains in use. It was noted that when the rv lead was being reconnected to the cardiac resynchronization therapy defibrillator (crt-d), the set screw would not engage with the hex wrench. A second wrench was attempted, but it would also not engage the set screw. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.